Manufacturer narrative:
Product analysis: visual review identified ibt bent in multiple locations, with the balloon portion of the ibt entirely missing. The quality technician was unable to determine a cause for the reported event. With the available information about the field experience, a cause or contributing factor to cannot be identified.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at l2 and during the surgery, the inflatable balloon tamp (ibt) ruptured in the patient during cement introduction from the contralateral side of the vertebral body. Once the balloon ruptured, it could not be completely removed from the vertebrae. The surgeon noted that fragments of the balloon were left inside the patient¿s vertebrae. This was verified on x-ray and noted as "pieces of the ibt missing from the remains that were removed from the patient". The surgeon proceeded to insert bone cement to encase the remains of the ibt inside the vertebrae and completed the balloon kyphoplasty procedure successfully. The patient did very well after the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.